Manufacturer narrative:
Continuation of medical product: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient has surgery coming up. It is unknown what troubleshooting was performed, related symptoms, or what the outcome of the event was. No further complications are anticipated.